Event description:
They were using truepath in the case and half way through the case, the physician stopped and just used guidewires. He took images and there was no problem but at the end of the case after he used guidewires for an hour, there was a dissection and the physician stated that "it looks like the truepath causes the dissection." They stopped and noticed the dissection after the fact that they were done working. The dissection was before the chronic total occlusion (cto), it was a poor cto and there was no flow. He couldn't get through the cto, so he just stopped, he did not stop because of the dissection. The pt will be scheduled for a bypass surgery.